Event description:
Data from the core reconciliation report was received indicated that the patient's high impedance previously seen on the device had resolved.

Event description:
It was reported by the nurse practitioner of the patient that after interrogation of the device, high impedance was observed that was jumping just above the high impedance threshold. It was indicated that the patient was implanted with a sentiva. It was confirmed the patient had not had any trauma and was not experiencing any adverse events. During follow-up with the nurse, it was indicated that x-rays were performed and there was no indication of a lead break or incomplete lead insertion. The results of the x-rays were also received in which it was indicated the lead appeared to be intact. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. No additional relevant information has been received to date.